Event description:
It was reported that the device failed to display an ECG rhythm through the therapy or three-lead ECG cables. The emergency crew responded to a report of a breathing problem and found the pt in cardiac arrest. The device was connected to the pt but there was no ECG reading through the therapy cable in paddles mode. The three lead ECG cable was connected and the same issue observed through the ECG cable. The user checked the electrodes placement, re-seated the connections with no avail. A second lifepak defibrillator was available (delay unk) and successfully provided the pt ECG using the same electrodes. The device issue occurred during administration of the required two mins CPR prior to assessment of the pt for defibrillation. The health professional at the scene reported that the device use did not interrupt the pt care or altered the pt outcome. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control eval the device and verified the reported problem. The therapy cable pin was broken and stuck inside the corresponding device therapy connector to inhibit the cable connection. Physio removed the pin and found all other function of the device functioning normally. Physio recommended the customer replace the damaged therapy cable. F/u with the customer confirmed that the customer replaced the failed therapy cable and returned the device to service.